Event description:
Livanova deutschland has received a report that, when they applied pressure to the arterial pressure sensor during the check on the hlm, the cp pump displayed error 4441 and 4421, the cp pump stopped and the clamp stayed open. Team needed to start the pump manually. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz hlm. Error codes 4441 and 4421 indicate a temporary timeout of the cu. The behavior showed by the hlm at customer site (temporarily stop and manual restart) is the expected behavior when these errors are displayed. It was a self-reboot of the cu. No hw malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings pump hardware malfunction can be excluded and the root cause of the reported event could be addressed to: a transient software glitch, or a communication timeout or can bus interruption. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.